Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The complete initial reporter's facility name: (B)(6). The reported issue was confirmed. The root cause of the reported issue is using the device is manual mode for therapy. This is a warning when the device is used in manual mode (the patient temperature 1 reading is below31c., and the water temperature is below 31c when the system is in manual control mode). After consulting bd sales rep wayne graham, we found out, it is not allowed to treat patients in the manual mode. Also, we checked the account default settings, and these were changed and a new hypothermia treatment was made. In their settings the pump starts immediately and also therapy. In collaboration with wayne graham, we put in the customers default settings. Customer default setting was added to device. Functional test, calibration and electrical safety test. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling as it states: cautions -manual control is not recommended for patient temperature management. The operator is advised to use the automatic therapy modes (e.g. Control, patient, cooling, rewarming) for automatic patient temperature monitoring and control. Manual control manual control allows the user to directly set the water temperature in the circulating tank. It does not require a patient temperature probe to be connected and therefore can be used for troubleshooting and diagnostic purposes. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Corrections: b, d, e, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm code 13 appeared on the arctic sun device multiple times. Per review of wo on 18jun2025, no impact, switched devices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm code 13 appeared on the arctic sun device multiple times. Per review of wo on 18jun2025, no impact, switched devices.